Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred after loading a cartridge onto the pump. Blood glucose level was 250mg/dl. The same cartridge was reloaded resolving the issue.